Event description:
It was reported that the patient presented to the ER after receiving a shock. Stored egms revealed atp therapy was delivered for a ventricular tachycardia event which accelerated the patient rhythm. Unsuccessful hv therapy was delivered. The patients rhythm returned to sinus on its own. Programming changes were made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.